Event description:
The lay reporter contacted lfs on (B)(6) 2010 alleging inaccurate high readings on the patient's one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The reporter mentioned that her husband has dropped the meter several times and due to that is questioning the accuracy of his meter. She mentioned that on an unspecified date and time last week he tested his blood glucose prior to vesting his physician in his car and obtained a result of 279 mg/dl. When he went o the physician's office and a lab test was done his result was around 130 mg/dl. She mentioned that since his meter has been displaying high readings for the past week, he has been taking insulin based on the meter results and later has developed symptoms of feeling shaky. It is unknown whether the patient self-treated for the symptoms or tested his blood glucose. While briefly getting information on the products it was discovered that the patient had been using expired test strips. Using expired test strips may lead to false blood glucose readings. Reporter did not want to answer any further questions from customer service. Meter was replaced. It would have been helpful to know how long symptoms lasted, the patient's diabetes regimen and results prior to the event. The complaint is being reported since the reporter mentioned that due to the high readings, the patient had taken insulin and later suffered symptoms suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.